Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -12.50/1.50/080 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022 as a replacement lens to a previous excessive vaulting issue. It was reported that the patient still had excessive vaulting. Intraoperatively the lens was removed and it was noted "a replacement lens will be inserted in the future; next surgery date is undecided". The problem was not resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).